Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube. Unable to test for battery out limit alarm due to blank display. No corrosion noted on battery cap contact. Unit had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 175 mg/dl. Troubleshooting was performed. The display returned and device alarmed battery out limit. Customer also reported cracks were at the battery compartment. The device was returned for analysis.